Event description:
Hill-rom received a report from the account stating the bed exit alarm is not working. The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the power control board buzzer to be inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power control board buzzer to resolve the issue. Based on this information, no further action is required.